Event description:
Note: this pertains to one of two complaints that occurred during separate procedures on the same pt. Reference manufacturer report number 3005099803-2009-02269. It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stent placement procedure in 2009. According to the complainant, a polyflex esophageal stent migrated approximately seven weeks post placement. An ultraflex stent was implanted three days later. However, additional info received indicated the pt expired one week later. No additional info is available regarding the cause of death at this time. Our investigation regarding the circumstances surrounding this event continues. Should additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.